Event description:
It was reported that the programmer displayed an error when powered on which would not clear. The programmer is being returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. System errors found in the programmer error log.

Event description:
It was reported that the programmer displayed an error when powered on which would not clear. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: further review prompted a change in the evaluation conclusion. Evaluation summary: (B)(4) analysis could not confirm the reported event. System errors found in the programmer error log.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.